Event description:
Treatment of an ophthalmic aneurysm. It was reported the patient was treated with one pipeline and expired one month later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).